Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a dilation procedure of a large intestine stricture performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated at the target site and burst at 4atm of pressure. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The reported event could not be confirmed as the complaint device was not returned for evaluation. The most probable root cause of a balloon burst/ruptured is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon.a search of the complaint database revealed that no similar complaints exist for the specified lot.